Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported elevated sodium (na), potassium (k), chloride (cl) patient results of ise (ion selective electrode) unit generated on the au5800 chemistry analyzer. Repeat results were recovered. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data from one (1) sample.